Event description:
It was reported that the right screen on the 6800 sys has lines in it and the image quality is poor. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the display adapter pcb. The sys was tested and found to be working as intended and placed back into svc.